Event description:
I ran the test exactly as instructed. After dropping in the 5 drops into the analyzer, the blue analyzing streams keep rounding and rounding on my phone- no result and it has been >45 minutes. I just wasted (B)(6). On a recalled product-though I did not realize it was recalled when I purchased it. Box reference- ref 1-srs-c-01. P/n b1032242. Lot qa00j-h, 2023-02-28. FDA safety report ID # (B)(4).